Event description:
It was reported that during a rectum procedure the device did not fire. The site used a new instrument to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 06/18/2007. Information anticipated, but unavailable at this time.